Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had recorded episodes of noise and oversensing. Additionally, pacing impedance on the non-boston scientific right atrial (ra) lead had several spikes, including measurements greater than 3000 ohms. It was noted that the patient experiences atrial tachycardia. Boston scientific technical services (ts) discussed programming optimization options with the patient's health care provider. The provider reported that they were going to adjust the pacemaker settings and continue to monitor the patient. No adverse patient effects were reported. This pacemaker and the non-boston scientific ra lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation results codes, and evaluation conclusion code have been updated.